Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm on the home choice (hc) machine. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on to system error 2367. The tsr explained the alarms and the caregiver (cg) stated that the patient line was leaking in drain 7 causing the system error 2240 alarm. The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis nurse the next morning. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the hp's wife. She stated that the only possible reason for the leak could be that the cat somehow got inside of the room, although they keep the cat out. The hp contacted the rn, who will retrain them so that this does not recur. The hp was put on preventive antibiotics. There was no infection or injury at this time. The hp was close to the end of therapy, thus they ended it after the alarm occurred. The hp's wife provided me with a lot number, h10d25031. No actual sample was available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).